Manufacturer narrative:
Concomitant product : 4076-52 lead implanted (B)(6) 2006.

Event description:
It was reported that the device indicated recommended replacement time (rrt) in 4.6 years, but given the programming, it was estimated to have lasted 6.7 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.